Event description:
It was reported that during use of the foley catheter below incidents had happened, (1) during ICU care, the patient experienced a period without urine discharge. Even after adjusting the patient's posture or straightening the catheter, urine still could not be smoothly drained into the urine bag. However, the patient immediately felt noticeable bloating, and after about 2 hours, a large amount of urine would flow out instantly, about 200 to 300ml. (2) when collecting urine samples, nurses follow the procedure by folding the drainage catheter so that the sample can be collected 30 minutes later. When the time comes, the nurse extracts urine from the y branch of the ureter, only air is extracted, and urine cannot be obtained. However, once the fold is released, the urine flows smoothly from the catheter into the urine bag. (3) nurses in general wards observe that even when the catheter is in normal use, urinary leakage still occurs. When withdrawing, the water balloon is drawn first, but the d and w is only 3.5ml, which differs from the original d and w of 5ml injected during catheterization. This situation is not a single case; it has occurred repeatedly in multiple patients and is not limited to a single catheter. Based on patient safety and medical quality considerations, we respectfully ask your company to help clarify whether the product quality is related to a specific batch of products. If it is confirmed that the product defect is the cause, please also explain the subsequent handling procedures and compensation mechanisms for that batch of products to facilitate our hospital's subsequent operations and risk management.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6) hospital, (B)(6) UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.